Event description:
A ventilator was sent to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition was observed. The ventilator's system pca was replaced to address this issue.